Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located on the med surg floor at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brake casters; hex rod and wheel supports were broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 to 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters, hex rod and wheel supports to resolve the issue. Based on this information, no further action is required.